Manufacturer narrative:
H6: investigation summary: photo received for investigation. According to complaint description from customer "material comes without "claws" on the lid, which allows easy access to contents inside the box". Upon visual inspection, image of the product lid and the customer inserting his hand through the lid is observed. A device history review was performed for reported lot 1067203, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. All parts of the descartex product (bucket and lid) are manufactured using standard molds that meet current specifications and standards. According to the product requirement "when the mouth of the container has an opening with area greater than 40cm² or diameter greater than 7.13 cm, it must have a mechanism that prevents the entrance of the hand and removal of discarded material". The lid of this descartex product has by specification a diameter less than 7.13 cm, so the mechanism that prevents the entry of the hand is not required for this product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that sharps coll ii bd 7l was missing lids. This occurred on 16 occasions. The following information was provided by the initial reporter: customer reported that there are also 16 units of descartex 7l without the lid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation summary: evaluating the image provided and the customer's report, it was possible to observe the absence of lids on the disposable box. It was performed the DHR, quality notifications and maintenance records were checked, where no records related to the occurrence were found. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause, for the identified occurrence it can be seen that this is an operational failure during the packaging process of the bucket and lid set. Corrective actions, in order to mitigate this type of incident, the operators will start separating and counting the caps before they are put on the packaging, reinforcing the control of the lack of caps. The production line operators will be notified of the occurrence.

Event description:
It was reported that sharps coll ii bd 7l was missing lids. This occurred on 16 occasions. The following information was provided by the initial reporter: customer reported that there are also 16 units of descartex 7l without the lid.